Event description:
Following "several" unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation the physician viewed the uterine cavity via laparoscope and confirmed two perforations, "3.7mm apart on the fundus." A general surgeon also viewed the cavity and did not see any other organ damage. The pt was admitted into the hospital overnight for observation on (B)(6) 2011 and discharged on (B)(6) 2011. No treatment was given. On (B)(6) 2012, it was reported that the pt is doing fine. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable devices not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The devices have not yet been returned, therefore, a failure analysis of the complaint devices cannot be completed. If the devices are returned and evaluations completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use of caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).